Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reloaded the cartridge to resolve the issue. It was also reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.